Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited under-sensing on the actual ventricular channel and the discrimination channel. Programming changes were performed. The patient was in stable condition.